Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and therefore the link electronic module board was replaced. Analysis also found that the overlay/bezel assembly was broken and that the paper guide on the printer drawer was missing, and the overlay/bezel assembly was replaced and the stylus calibrated and the printer drawer was replaced as well. (B)(4).

Event description:
It was reported that the programmer experienced telemetry failure. Follow-up determined that the radiofrequency programmer head had not been changed out and therefore could not be eliminated as a source of the failure. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced telemetry failure. Follow-up determined that the radiofrequency programmer head had not been changed out and therefore could not be eliminated as a source of the failure. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.